Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an unknown implantation time, it was reported that the patient had died. The patient was sent by ambulance to the hospital where the patient expired on the same day. Even after inquiries, no further information regarding the cause of death was provided to biotronik. (B)(6) 2013 - on (B)(6) 2013 biotronik (B)(4) was notified by the prosecutor that no autopsy would be performed because there were no issues associated with the device.